Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the reported event. The overlay (touch screen) was unresponsive. The stylus was found functional. The media bay door was found broken.

Event description:
It was reported the stylus was replaced and calibrated and still does not work. The programmer was returned for repair. No patient involvement or complications were reported.